Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. The customer's blood glucose reached 600 mg/dl with dangerous ketones. Bg was addressed with manual injection. Troubleshooting could not be performed as issue occurred in the past. Customer reverted to manual injections for alternate insulin therapy.